Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: the pt was (B)(6) tall and weighed (B)(6), resulting in a bmi of (B)(6); a bmi of greater than 30 is considered obese. No x-rays are provided. Primary operative notes were provided which are unremarkable. Office visit notes from (B)(6) state that the pt experiences an ache and stiffness when he gets up to walk after having been sitting for some time. X-ray findings state minimal 1mm periprosthetic lucency along the proximal lateral femoral component in the intertrochanteric region, however office notes state that the surgeon reviewed the x-rays with the pt noting no signs of loosening or complications. Based on the info provided, a root cause cannot be determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain. Post-operative x-rays reveal a periprosthetic lucency along the femoral component.